Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a loose fit between the non-valved infusion cannula and the trocar cannula during surgery. The case was completed without harm to the patient. Additional information has been requested.